Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: multiple photos were provided to our quality team for investigation. Through visual inspection, particles can be observed within the vials. Without the actual sample to evaluate, we cannot verify the specific origin of the particles identified. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components after ten activations. As a lot number was unavailable for this incident, a device history record review could not be completed. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. Based on the available information we are not able to identify a definitive root cause at this time. The m12 assembly fixture is recommended to ease the connection of the protector to the vial and must be used in a slow and consistent motion. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence.

Event description:
This is a complaint about coring. Among the complaints received by (B)(4) between(B)(6) 2023, information was provided that there were (B)(4) of what appeared to be coring when phaseal products were used. Information on the product used is unknown. (B)(4): immediately after sucking up the drug with a syringe during mixing, floating matter was visually confirmed in the vial. As a result of the investigation, the spectra of the two foreign substances were similar to the spectra of the vial rubber stopper. (B)(4): a foreign object, believed to be a coring piece, was found in the vial during preparation. As a result of the investigation, the spectrum of the foreign substance was similar to that of the vial rubber stopper. (B)(4): after dissolving in water for injection, floating matter was confirmed in the vial. As a result of the investigation, the spectrum of the foreign substance was similar to that of the saline bag rubber stopper. 5/23/2024: updated information obtained regarding the (B)(4). (Incorrect) the foreign substance was similar to that of the saline bag rubber stopper. (Correct)the foreign substance was similar to that of the vial rubber stopper. Almost detached fragment was seen on the inner side of the vial rubber stopper.

Event description:
This is a complaint about coring. Among the complaints received by chugai pharmaceutical between january and december 2023, information was provided that there were three cases of what appeared to be coring when phaseal products were used. Information on the product used is unknown. Case 1: immediately after sucking up the drug with a syringe during mixing, floating matter was visually confirmed in the vial. As a result of the investigation, the spectra of the two foreign substances were similar to the spectra of the vial rubber stopper. Case 2: a foreign object, believed to be a coring piece, was found in the vial during preparation. As a result of the investigation, the spectrum of the foreign substance was similar to that of the vial rubber stopper. 3rd case: after dissolving in water for injection, floating matter was confirmed in the vial. As a result of the investigation, the spectrum of the foreign substance was similar to that of the saline bag rubber stopper.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.